Event description:
Employee was squeezing a hot pack-accu-therm instant hot compress by medline and the hot pack exploded releasing the contents which sprayed in her eyes. The hot pack contains magnesium sulphate, anhydrous and water. The employee was following the MFR's instructions. Employee was transported to hospital emergency department, assessed and released for follow up ophthalmology eval next day. Diagnosis or reason for use: capillary heelstick to obtain blood specimen on infant. Event abated after use stopped or dose reduced? Yes.